Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 12, with no additional notable events described and no information provided regarding impact to the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions to place pump in storage mode, and was informed about programming settings and reconnecting continuous glucose monitor on replacement pump, while technical support arranged shipment of replacement pump and requested return of problematic pump using prepaid label within 10 days.